Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini validation code was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower validation code was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h describe event or problem, section d medical device brand name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the validation code was not working and drawer did not open, as the combo key configured for this step failed to trigger the drawer, preventing the user from completing the countback. A technical support specialist (tss) logged into med bank myqlink (mql) and verified that a key combo was set up for the medication; however, the item control key was not configured as a "key" item in the attributes. As a result, the system did not prompt the user to the cubie requiring the key during medication issuance. The tss advised the customer to consult with the pharmacy to ensure the control key item is correctly set up as a "key" in the item attributes. The customer confirmed and work with the pharmacy to update the configuration accordingly and the case closed. The system functioned as intended after the technical support specialist troubleshot the device.